Event description:
The microlab at plus 2 instrument did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and he was unable to duplicate the problem. Fse inspected the instrument and found everything to be within specification. Volume verification was successfully performed. The instrument is operating as expected and no repairs were required.